Event description:
The customer reported that during a procedure, the system displayed control panel and communication error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply in the mainframe was increased from 4.8 vdc to 5.25 vdc on the generator interface printed circuit board. The system was tested and found to be working as intended and put back into service.